Event description:
During the initial implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.